Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 weeks after the dental implant was placed in type iii bone, the implant had not yet achieved primary stability or osseointegration. Clinician also noted difficulty in removing the implant from the vial. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 weeks after the dental implant was placed in type iii bone, the implant had not yet achieved primary stability or osseointegration. Clinician also noted difficulty in removing the implant from the vial. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 weeks after the dental implant was placed in type iii bone, the implant had not yet achieved primary stability or osseointegration. Clinician also noted difficulty in removing the implant from the vial. The product will be forwarded to the manufacturer for investigation. There were no reported complications.